Manufacturer narrative:
H3, h6) the product ID: 9735773, lot number: 1913, was returned to the manufacturer for analysis on 04-april-2024 and analysis confirmed the reported event. The battery was tested with a known good uninterruptible power supply (ups) for a 24 hour period. During this period, the ups shut down due to the battery overheating and causing no power. Previously reported codes b01 and d02 are applicable to this returned product analysis as well as newly reported code, c02. H3, h6) the product ID: 9735787, lot number: 19130382, was returned to the manufacturer for analysis on 04-april-2024 and analysis did not confirm the reported event. The ups was tested with a known good battery for a 24 hour period and it tested with no issues. The ups was then unplugged from alternating current (ac) power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. No faults were found. Previously reported code b01 is applicable to this returned product analysis as well as newly reported codes, c19, and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the manufacturer representative (rep) was on the phone with technical services (ts) troubleshooting for another case, found that the main cart battery only held cart on for about 10 seconds before shutting down. There was no patient involvement.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735773, product ID: 9735787 h6: multiple annex g codes were codes for this event. G02002 was coded for battery 9735773 48v s8 svc. G02027 was coded for ups 9735787 main cart s8 svc. H3, h6: the system was serviced in the field and the hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.